Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient representative reported that the ins started not holding a charge and noted that the patient has had the device for nine years. They mentioned about the possibility of getting the ins replaced. When asked for the event date, caller stated that it's been doing that for quite a while or over a year and it's been getting more frequent. They noted that the pt has to be in the exact position and they could barely move. Caller also mentioned that it could take up to 2 hrs just to get a halfway charge and the ins battery used to last like a month but now it only lasted for 2.5-3 weeks. Agent sent the physician listing to the caller's email.